Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. A boston scientific technical services (ts) consultant discussed troubleshooting. The physician will continue to monitor the patient. This device and lead remains in service. No adverse patient effects were reported.